Manufacturer narrative:
No non-conformances were found with the console, which passed a final qc inspection. A biotek test showed that there was no detectable leakage current outside of the acceptable defined limits. Therefore, the root cause for the feeling of being shocked was determined not to be caused by the description provided in the complaint narrative. The only scenario that was found in a previous complaint investigation to potentially allow the user to be shocked was activating the serfas probe while immersed in saline along with a metal object such as a cannula. The serfas energy console "instructions for use" is currently being updated to include this scenario as a warning.

Event description:
While using a serfas energy, the doctor stated that he felt a shock from head to toe. There were no alarms to imply that something had gone wrong. He pulled the probe out then placed it back into the serfas which resulted in a p1 error. The nurses removed the equipment from the room.